Manufacturer narrative:
The quattro catheter will not be returning to zoll for investigation. Therefore physical investigation will not be performed, and the root cause cannot be determined. Seems that the patient could receive amount of 250 ml of sterile saline. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. No patient's effect was observed. Death was not related to zoll device.

Event description:
A covid-19 patient was hospitalized and received ivtm treatment for therapeutic hypothermia. A quattro catheter (lot # unknown) was inserted into the patient's right femoral vein with no unusual resistance noted. At the time of the catheter placement, a radial arterial line was also placed in the same right femoral vein as the quattro catheter. During the cooling phase of the treatment, the thermogard system generated an "air trap" alarm. Following the alarm, the user noticed that the saline bag was empty. The dwell time of the catheter was two hours when the issue was noted. Upon inspection, no traces of saline were observed on the floor, patient's bed, or on the console. As reported, the user was unable to clear the "air trap" alarm. Subsequently, the saline bag was replaced, and the catheter was disconnected from the thermogard console. The "air trap" alarm was cleared, and the console ran with no issues. However, once the console was connected back to the catheter to continue the treatment, the saline bag started to empty again. Catheter balloon leak and infusion of about 250 milliliters of saline into the patient's bloodstream was suspected. The physician elected to remove the catheter, and the treatment was discontinued. The catheter was removed before the thermogard console displays an alarm again. No malfunction was reported on the thermogard console, and it was placed back on the floor for clinical use. The physician stated that the patient passed away a day after the treatment due to poor medical conditions caused by covid-19, unrelated to the ivtm system and catheter.